Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain with cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized and was treated with vancomycin injection (500 milligrams, intraperitoneal, frequency and duration were not reported) and amikacin injection (250 milligrams, intraperitoneal, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.